Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states one of the rear axle won't stay in and slides out. He stated the consumer has to push it back into place from time to time. I confirmed with tech service, one of the bearings at the end of the axle has probably fallen out causing the issue.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the ball bearing is missing from the axle quick release w / dome , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states one of the rear axle won't stay in and slides out. He stated the consumer has to push it back into place from time to time. I confirmed with tech service, one of the bearings at the end of the axle has probably fallen out causing the issue.